Event description:
It was reported that the user experienced two overnight low glucose episodes after announcing a larger-than-usual dinner that led to significant hyperglycemia, followed by multiple corrective insulin doses and subsequent basal insulin delivery that contributed to recurrent hypoglycemia while using the ilet system. Symptoms included hyperglycemia and hypoglycemia ranging from 363 mg/dl to 59 mg/dl. Outcomes included self-treatment with oral glucose. Investigation included review of device data and meal announcement history. Investigation of this case revealed that an inaccurate meal size announcement and subsequent algorithm-driven corrections led to over-delivery of insulin and recurrent lows, with no device malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was user-related meal estimation error and expected system performance.